Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, there were episodes of t-wave oversensing on the device that resulted in sensing of tachycardia and atrial fibrillation episodes. Device reprogramming is anticipated to resolve the event. The patient was stable.